Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. Patient was advised to forget all transmitter in the bluetooth setting, remove all bluetooth devices from immediate area, restart the smart device, and close additional background. Patient was also advised to choose the new pairing option to start pairing. Verified with patient that the smart device has initiated pairing. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test failed. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.